Event description:
A zoll distributor returned battery charger/modem sn (B)(4) and reported that the battery charger was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. As received, the charger/modem was resetting. Upon evaluation, the charger exhibited a failure at pld component (B)(4) and pxa component (B)(4) on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar bga failures modes. No adverse event resulted from the defective battery charger/modem.